Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ecs33b (b) device was returned inside its package unopened; upon visual inspection, a black foreign matter was noted to be inside the packaging. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number x95n9g, and no non-conformances were identified

Event description:
It was reported that during an unknown procedure when the customer opened the outer packaging and the tyveck packaging had black mold on it.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: did the issue found on the primary packaging compromise the sterility of the device? Yes. The mold is on the outside and inside packaging. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.